Event description:
The report received from the medical affairs indicated that a patient underwent a cypher stent implantation approximately three years after initial cypher stents placement. In 2003, the patient had two cypher stents placed in unknown vessels due to an unspecified reason. Approximately three years later in 2006, the patient underwent another cypher stent placement due to blockage. No additional information was obtained.

Manufacturer narrative:
Complaint conclusion: the report received from the medical affairs indicated that a patient underwent a cypher stent implantation approximately three years after initial cypher stents placement. This is a male patient of unknown age with medical history including cad. In 2003, the patient had two cypher stents placed in unknown vessels due to an unspecified reason. Approximately three years later in 2006, the patient underwent another cypher stent placement due to blockage. No additional information was obtained. The stents remain implanted thus unavailable for analysis. There has been no sterile lot number information available to date, thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to accurately assess the possible contributing factors. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00505 and 3003742446-2012-00506.